Event description:
Hill-rom received a report from the account stating the nurse call was not sending a signal to the nurse station. The bed was located at the account in storage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2008. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.